Event description:
Customer having some error alarms and also requested assistance in changing the infusion set. During the call the customer mentioned that they were hospitalized for dka before it was indicated that it was found a large air bubble in the reservoir with the set they had been using at that time. Additionally, the customer informed they had been using insulin from the refrigerator to fill the reservoir. Troubleshooting was declined and the customer stated that the pump is working properly.